Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. Approximately 8 cm of the sheath is buckled near the handle making the snare head difficult to extend and retract. A 1 cm of the handle cannula is bent at the distal end, further impeding the opening and closing of the snare head. A visual examination of the snare head was performed using high magnification. No defects or corrosion of the drive wire, cannula, or snare head were observed. There was no deformation of the sheath at the distal tip or other abnormality observed that might impede movement of the snare head which might lead to buckling of the sheath. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use state: "fully retract and extend the snare to confirm smooth operation". Prior to distribution, all acusnare polypectomy snares are subjected to a visual and functionality inspection. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy procedure, the physician used a cook acusnare polypectomy snare soft. When retrieving a plastic stent from the common bile duct and upon opening and closing the snare (in attempt to grasp the stent), the proximal end of the catheter collapsed near the handle. The tech was able to grasp the catheter and stretch it out in order to make the snare close; however, this was accomplished with much difficulty. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.